Event description:
The customer reported via phone call that the insulin pump has a blank display. Troubleshooting was conducted and the display did return. Once the display returned the insulin pump received an unexpected re-start alarm and a lost sensor alarm. The insulin pump passed the self-test. The customer's blood glucose readings were 117 mg/dl in the morning. The current blood glucose reading with 61 mg/dl. The low blood glucose readings were treated with a glucose tablet. The customer called back the next day to report that the insulin pump received another blank display. The blank display issue was not resolved. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.